Event description:
It was reported that two drills broke during the nailing of a proximal humeral fracture. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second drill.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that two drills broke during the nailing of a proximal humeral fracture. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second drill.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that two drills broke during the nailing of a proximal humeral fracture. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second drill.